Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and seroma-late.

Event description:
Patient reported for right side "implants are deteriorating, causing various problems", "right prosthesis is normo-expanded with superficial plications ", "fibrocalcific thickening of the capsule", "fluid accumulation", "small pericapsular calcification ", "scattered microcyst". The device remains implanted. The event "fibrocalcific thickening of the capsule" has been captured as capsular contracture grade unknown.